Event description:
A surgeon reported that during flap creation, there was loss of suction. It is unknown whether the procedure was completed. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: no sample is expected for evaluation. A review of similar complaints was performed. Historically, reports of suction issues with the system patient interface are patient and user related. Suction issues are attributable to poor placement of the suction ring and applanation cone onto the patient¿s eye, patient physiology (eye anatomy), patient reaction, etc. Reports of suction issues with the reported system patient interface are patient and user related (B)(4).

Manufacturer narrative:
Evaluation summary: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.